Event description:
The customer reported that an unknown volume of cleaner leaked from the coulter lh 500 hematology analyzer and onto the counter while running latron primer. The instrument also generated ambient/lyse temperature errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced aged (worn) tubing at pv39 to resolve leak. Bec internal reference to this event is (B)(4).